Event description:
An esophageal motility catheter was calibrated prior to the procedure being initiated. The pt was intubated without difficulty. When I connected the probe, I noticed a pink thick line cross the screen. I called tech support but, they were not able to help me because the pt was still intubated. Tech took control of the computer virtually, but wasn't able to locate the malfunctioning sensor. The pt was extubated throughout the occurrence. I made the pt aware of the situation and gave her the option of being rescheduled or to wait while I troubleshoot and located the malfunctioned sensor. I did and I masked it and recalibrated, reintubated the pt. The dr came in during the test and reassured us that the test was going well. Both the pt and I were relieved; the test was completed and the pt d/c home.